Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are also multiple metal coiled-like device/fragments on the right and left fallopian tubes ranging from 0.7 cm to 2.0 cm.'), device dislocation ('migration: yes') and device expulsion ('malposition of essure device location of device: the left essure device appears to be primarily within the uterine cavity on the left and may not be protective') in a 56-year-old female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pyelonephritis, liver fatty deposit, hepatic steatosis, metaplasia, hyperplasia endometrial, endometrial polyp, adenomyosis, chest pain, pain in jaw, cardiac disorder, nausea, polyp of corpus uteri, perineal pain, fatigue, renal neoplasm, carcinoma, back pain and mastectomy. Concurrent conditions included anguish, breast reconstruction (surgery), swelling of limb, nausea, vomiting, recurrent urinary tract infection, hematuria, angiomyolipoma, gallstones, mammoplasty, breast cancer, peripheral vascular disease, peripheral swelling, abdominal pain, basal cell carcinoma, cervix inflammation and pubic rami fracture. The patient also had a family history of recurrent urinary tract infection and cardiac disorder. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2016, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2009 to (B)(6) 2016 and venlafaxine since 2003. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), urinary tract disorder ("bladder/urinary problems: other"), abdominal pain ("abdominal pain") and bladder disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full),salpingectomy and oophorectomy ). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the device breakage, device dislocation, device expulsion and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, abdominal pain and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date earlier reported date was (B)(6) 2013 she received treatment for abdominal pain, gen. Abnormal. Bleed, migration discrepancy- date(s) of insertion: (B)(6) 2009, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: findings trans pelvic ultrasound was performed only. The uterus measures 10.1 x 3.4 x 5.1 cm and is anteverted. The endometrium measures 3.8 mm. No uterine mass or free fluid is seen. The right ovary measures 30 x 13 x 18 mm. The essure devices are present. The right essure device is seen extending from the cornual of the uterus into the right fallopian tube. The left essure device appears to be primarily within the uterine cavity on the left and may not be protective. Impression: possible nonproductive left essure device. No other abnormalities seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion and depression. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcomes were updated for vaginal hemorrhage and menorrhagia from unknown to recovered/resolved. Seriousness criteria removed for event" genital hemorrhage". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are also multiple metal coiled-like device/fragments on the right and left fallopian tubes ranging from 0.7 cm to 2.0 cm.'), device dislocation ('migration: yes'), device expulsion ('malposition of essure device location of device: the left essure device appears to be primarily within the uterine cavity on the left and may not be protective') and genital haemorrhage ('gen. Abnormal. Bleed') in a 56-year-old female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pyelonephritis, liver fatty deposit, hepatic steatosis, metaplasia, hyperplasia endometrial, endometrial polyp, adenomyosis, chest pain, pain in jaw, cardiac disorder, nausea, polyp of corpus uteri, perineal pain, fatigue, renal neoplasm, carcinoma, back pain and mastectomy. Concurrent conditions included anguish, breast reconstruction (surgery), swelling of limb, nausea, vomiting, recurrent urinary tract infection, hematuria, angiomyolipoma, gallstones, mammoplasty, breast cancer, peripheral vascular disease, peripheral swelling, abdominal pain, basal cell carcinoma, cervix inflammation and pubic rami fracture. The patient also had a family history of recurrent urinary tract infection and cardiac disorder. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2016, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2009 to (B)(6) 2016 and venlafaxine since 2003. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), urinary tract disorder ("bladder/urinary problems: other"), abdominal pain ("abdominal pain") and bladder disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full),salpingectomy and oophorectomy and hysterectomy full). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the device breakage, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the genital haemorrhage, urinary tract disorder, abdominal pain and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date earlier reported date was (B)(6) 2013. She received treatment for abdominal pain, gen. Abnormal. Bleed, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: findings trans pelvic ultrasound was performed only. The uterus measures 10.1 x 3.4 x 5.1 cm and is anteverted. The endometrium measures 3.8 mm. No uterine mass or free fluid is seen. The right ovary measures 30 x 13 x 18 mm. The essure devices are present. The right essure device is seen extending from the cornual of the uterus into the right fallopian tube. The left essure device appears to be primarily within the uterine cavity on the left and may not be protective. Impression: possible nonproductive left essure device. No other abnormalities seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion and depression. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal pain, gen. Abnormal. Bleed, migration, bladder/urinary problems: other were added. Event psych injury clubbed with event anxiety. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are also multiple metal coiled-like device/fragments on the right and left fallopian tubes ranging from 0.7 cm to 2.0 cm.'), device dislocation ('migration: yes') and device expulsion ('malposition of essure device location of device: the left essure device appears to be primarily within the uterine cavity on the left and may not be protective') in a 56-year-old female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pyelonephritis, liver fatty deposit, hepatic steatosis, metaplasia, hyperplasia endometrial, endometrial polyp, adenomyosis, chest pain, pain in jaw, cardiac disorder, nausea, polyp of corpus uteri, perineal pain, fatigue, renal neoplasm, carcinoma, back pain and mastectomy. Concurrent conditions included anguish, breast reconstruction (surgery), swelling of limb, nausea, vomiting, recurrent urinary tract infection, hematuria, angiomyolipoma, gallstones, mammoplasty, breast cancer, peripheral vascular disease, peripheral swelling, abdominal pain, basal cell carcinoma, cervix inflammation and pubic rami fracture. The patient also had a family history of recurrent urinary tract infection and cardiac disorder. Concomitant products included ibuprofen from (B)(6), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) and venlafaxine since 2003. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), urinary tract disorder ("bladder/urinary problems: other"), abdominal pain ("abdominal pain") and bladder disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full),salpingectomy and oophorectomy and hysterectomy full). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the device breakage, device dislocation, device expulsion and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, abdominal pain and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date earlier reported date was (B)(6) 2013. She received treatment for abdominal pain, gen. Abnormal. Bleed, migration discrepancy- date(s) of insertion: (B)(6) 2009, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: findings trans pelvic ultrasound was performed only. The uterus measures 10.1 x 3.4 x 5.1 cm and is anteverted. The endometrium measures 3.8 mm. No uterine mass or free fluid is seen. The right ovary measures 30 x 13 x 18 mm. The essure devices are present. The right essure device is seen extending from the cornual of the uterus into the right fallopian tube. The left essure device appears to be primarily within the uterine cavity on the left and may not be protective. Impression: possible nonproductive left essure device. No other abnormalities seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion and depression. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are also multiple metal coiled-like device/fragments on the right and left fallopian tubes ranging from 0.7 cm to 2.0 cm.') And device expulsion ('malposition of essure device location of device: the left essure device appears to be primarily within the uterine cavity on the left and may not be protective') in a 56-year-old female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pyelonephritis, liver fatty deposit, hepatic steatosis, metaplasia, hyperplasia endometrial, endometrial polyp, adenomyosis, chest pain, pain in jaw, cardiac disorder, nausea, polyp of corpus uteri, perineal pain, fatigue, renal neoplasm, carcinoma, back pain and mastectomy. Concurrent conditions included anguish, breast reconstruction (surgery), swelling of limb, nausea, vomiting, recurrent urinary tract infection, hematuria, angiomyolipoma, gallstones, mammoplasty, breast cancer, peripheral vascular disease, peripheral swelling, abdominal pain, basal cell carcinoma, cervix inflammation and pubic rami fracture. The patient also had a family history of recurrent urinary tract infection and cardiac disorder. Concomitant products included ibuprofen from july 2009 to july 2016, oxycodone hydrochloride;paracetamol (percocet) from july 2009 to july 2016 and venlafaxine since 2003. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In july 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy and oophorectomy). Essure was removed on (B)(6)2016. In august 2016, the pelvic pain had resolved. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date earlier reported date was dec -2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: findings trans pelvic ultrasound was performed only. The uterus measures 10.1 x 3.4 x 5.1 cm and is anteverted. The endometrium measures 3.8 mm. No uterine mass or free fluid is seen. The right ovary measures 30 x 13 x 18 mm. The essure devices are present. The right essure device is seen extending from the cornual of the uterus into the right fallopian tube. The left essure device appears to be primarily within the uterine cavity on the left and may not be protective. Impression: possible nonproductive left essure device. No other abnormalities seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion and depression. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are also multiple metal coiled-like device/fragments on the right and left fallopian tubes ranging from 0.7 cm to 2.0 cm.') And device expulsion ('malposition of essure device location of device: the left essure device appears to be primarily within the uterine cavity on the left and may not be protective') in a (B)(6) year-old female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pyelonephritis, liver fatty deposit, hepatic steatosis, metaplasia, hyperplasia endometrial, endometrial polyp, adenomyosis, chest pain, pain in jaw, cardiac disorder, nausea, polyp of corpus uteri, perineal pain, fatigue, renal neoplasm, carcinoma, back pain and mastectomy. Concurrent conditions included anguish, breast reconstruction (surgery), swelling of limb, nausea, vomiting, recurrent urinary tract infection, hematuria, angiomyolipoma, gallstones, mammoplasty, breast cancer, peripheral vascular disease, peripheral swelling, abdominal pain, basal cell carcinoma, cervix inflammation and pubic rami fracture. The patient also had a family history of recurrent urinary tract infection and cardiac disorder. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2016, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2009 to (B)(6) 2016 and venlafaxine since 2003. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date earlier reported date was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: findings trans pelvic ultrasound was performed only. The uterus measures 10.1 x 3.4 x 5.1 cm and is anteverted. The endometrium measures 3.8 mm. No uterine mass or free fluid is seen. The right ovary measures 30 x 13 x 18 mm. The essure devices are present. The right essure device is seen extending from the cornual of the uterus into the right fallopian tube. The left essure device appears to be primarily within the uterine cavity on the left and may not be protective. Impression: possible nonproductive left essure device. No other abnormalities seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion and depression. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 22-aug-2019: mr received- new event there are also multiple metal coiled-like device/fragments on the right and left fallopian tubes ranging from 0.7 cm to 2.0 cm was added. Reporter and patient demography were added. Medical history was added. On 23-aug-2019: both fu 3 and 4 proceed together. Pfs received- new events partial expulsion of device, device breakage, physical pain/pelvic pain, vaginal bleeding, menorrhagia, psychological or psychiatric problems condition: depression and mental anguish. Reporter and patient demography added. Updated suspected drug. Medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.